Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the event log, it confirmed that no mis-setting or other errors related to delivery failures were identified. Functional testing could not confirm the reported issue. The pump accuracy was within specification; however, it was close to the upper limit. Cause of the problem was unknown. Since it was close to the upper limit, preventively, adjusted the expulsor. Performed all function test and all passed.

Manufacturer narrative:
D4 - serial number and h4 - device mfg date: updated.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a poor flow rate accuracy. There was no patient involvement and no health damage to the patient in this incident.